Event description:
It was reported the pt developed lower leg pain and ischemia one day post percutaneous procedure. An angio-seal sts device has been deployed to seal the femoral arteriotomy site. The pt underwent follow up arterial repair and fasciotomy. The pt was reportedly recovering.